Event description:
Philips received a complaint on the v60 ventilator indicating that the screen remained dark after the device was powered on. No patient or user harm reported. The customer stated that the screen remained black when the device was turned on. The alarm light emitting diode (led) lit up. Ventilation did not start. The customer stated that the device worked when it was plugged into an outlet in another room, so they believed it may be an issue with the hospitals outlet in the incident room. However, since the alarm led was lit in the incident room, they wanted to have the device evaluated. In a good faith effort (gfe) response from the japan operational planner it was provided that the authorized service provider (asp) was not able to duplicate the issue and no error codes or alarms were found in the device's event log. The asp is expected to check with the sales representative for additional information. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).